Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump, while technical support arranged for a replacement pump to be sent and instructed the customer on how to put the pump into storage mode and return it using a prepaid label.